Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12832; 2017865-2021-12833. It was reported that a patient presented to an in-clinic follow-up with an unspecified systemic infection. Pacemaker pocket infection and possible lead vegetation were also seen. The entire pacemaker system was explanted on (B)(6) 2021. Patient was stable after the procedure.